Event description:
It was reported that (2) tct75 were used during a thoracotomy procedure. It was reported by the rep that the first instrument would not fire. Second instrument would not fire. Opening a third instrument and it worked fine. No packaging was saved to obtain lot#'s or batch#. The case was completed without any complications. There was no consequence to pt.